Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the power up failure issue during the routine check. Fse observed the failure in power management, to fix the issue , fse replaced the power management board. Completed repair with  all functional and safety tests per  manufacturer specifications.